Manufacturer narrative:
E1: reporter and reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the touch position of the touchscreen was misaligned. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device on 01mar2023 for periodic maintenance and confirmed the touchscreen touch position misalignment issue. A touchscreen calibration was performed, and the issue did not resolve, so the touchscreen was replaced and the issue then resolved. Following the part replacement, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.